Manufacturer narrative:
Media evaluated by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: gap present pre-release and position does not meet position, anchor, size and seal (pass) criteria. Can confirm movement/shift. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.

Event description:
It was reported that device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. At a routine 45 day follow up, it was noted on the computed tomography (CT) imaging that the device had shifted proximally and had a possible leak present. There were no patient complications reported.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.

Event description:
It was reported that device shifted and did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. At a routine 45 day follow up, it was noted on the computed tomography (CT) imaging that the device had shifted proximally and had a possible leak present. There were no patient complications reported.